Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that post uterine arterial embolization procedure the patient was re-admitted for symptoms. The patient presented with persistent menstrual periods and abnormally heavy or prolonged bleeding and requested to undergo uterine arterial embolization. The uterine arteries were embolized bilaterally with embosphere and gelatin sponge embolization particles. On postoperative day 6, pyrexia resolved and a tendency toward improvement was noted. The patient was thus discharged from the hospital. On postoperative day 11, uterine myoma expulsion occurred. On postoperative day 12, abdominal pain developed but inflammatory reaction was mild. On postoperative day 13, the patient visited the reporter's hospital again. She was in a state of septic shock on arrival and was admitted. Enterobacter cloacae/ nosocomial pathogens were detected in discharge cultures. Preoperative magnetic resonance imaging [MRI] demonstrated a giant submucosal myoma protruding into the internal orifice of the uterus with the base on the anterior wall. On postoperative day 14, in the morning, emergency total abdominal hysterectomy was performed. Infection within the uterus is suspected particularly in the event of a relapse of clinical symptoms after the treatment of a giant submucosal myoma. A tendency toward improvement was subsequently noted and seven days after the hysterectomy procedure, the patient was discharged from the hospital.